Event description:
It was reported that the pt expired due to pericardial tamponade. Date of death is unk. Aware date is used as incident date. No further details were provided. Info learned through implant pt registry.

Manufacturer narrative:
Device not returned.